Event description:
It was reported by the customer that the pyxis medstation es system madeline was unable to provide fentanyl to a patient because the drawer malfunctioned, necessitating the administration of versed instead. A customer indicated that while there was no harm or injury to the patient as a result of this issue, there was a delay in administering the patient's original medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer failed. A field service engineer retrieved the cubies upon arrival. The system functioned as intended after field service engineer troubleshooting.